Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The returned catheter was inspected and during the investigation it was found that the root cause of this issue was saline contamination of the interconnect area. This is a case of user mishandling. The catheter was replaced at the site. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
It was reported by the caller, clinical account specialist that after the acuson acunav¿ ultrasound catheter was connected to the "ge" ultrasound system, the catheter was not recognized by the system. The swiflink connecter was reseated without resolution. The ultrasound system was restarted without resolution. The catheter was replaced without resolution. The swiftlink connector was replaced, and the issue persisted. The caller stated that the ultrasound system and catheter were both replaced with another (vue flex catheter) and the issue resolved. The procedure continued with no further issues. The caller is requesting two replacement catheters. The caller stated that the acuson acunav¿ ultrasound catheters are available for return. Return kit requested. The caller noted that the carto¿ 3 system was not used. The caller noted that the medtronic affera was used. Documentation approved by (B)(4).